Manufacturer narrative:
(B)(4). Attempts are being made to obtain information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent a mitral valve repair procedure on an unknown date between 02/2002 and 12/2012 and suture was used for the asymmetric annuloplasty to the posteromedial commissure. Following the procedure, the patient possibly experienced atrial flutter, mitral regurgitation grade two or lower at discharge, postoperative mediastinitis and/or postoperative bleeding. It was also reported that the patient may have experienced mitral stenosis during follow-up for which they underwent posteromedial commissure annuloplasty. Additional information has been requested.